Event description:
It was reported that a remote monitoring transmission indicated that the patient had received a shock for ventricular fibrillation (vf); however, the reviewer suspected that the patient was in an atrial arrhythmia with rapid ventricular response making the shock inappropriate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.